Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article "patellar reshaping versus resurfacing in total knee arthroplasty ¿ results of a randomized prospective trial at a minimum of 7 years' follow-up" by zhong-tang liu, pei-liang fu, hai-shan wu, and yunli zhu published by the knee doi:10.1016/j.knee.2011.03.004 was reviewed. The article purpose: to compare the results of primary total knee arthroplasty with patellar reshaping or resurfacing. The article reports: from january 2000 to december 2002, all patients with osteoarthritis (oa) undergoing primary unilateral tka under these authors were recruited in the study. This gave the authors a total of 144 patients that were eligible and agreed to participate. After data collection, the authors were unable to demonstrate and significant difference between the two groups by any reported metric. In both groups, there were no immediate postoperative complications that required re-operation or readmission. Patella resurfacing was conducted according to study protocol. All patients received a cemented (unknown manufacturer) posterior stabilized pfc implant. No treatment was mentioned regarding patella clunk syndrome. Patient underwent mua for stiffness with satisfactory results. Depuy products involved: pfc ps. Complications: infection (1), patella clunk (4), stiffness (1), surgical intervention (2).